Event description:
The customer reported that the high-definition camera head connector section is cracked. The problem was found during an unspecified event. However, the intended transurethral resection in saline was completed using the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, cracked video connector. Additionally, the device evaluation found fluid invasion due to broken connectors. A device history review revealed no issues that could have caused or contributed to the reported issue. There was no history of repairs that might have contributed to the actual device's phenomenon, and it was determined that the defect was not caused by the repairs. A definitive root cause cannot be identified. The most probable cause is that the connector was damaged and fluid invaded the device. Based on the results of the investigation, no nonconformities were found it is likely that the following led to the malfunction. To prevent device damage, the instructions for use provides the following. Endoscope image unexpectedly disappears or cannot be unfrozen (warning) - do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device.